Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 480-510 mg/dl and moderate ketones; cause was unknown. Bg was addressed via a manual injection and infusion set and cartridge change. The customer was instructed to consult with healthcare provider regarding bg level.